Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an error appears at power up without touching any buttons. The device was returned and repaired. No patient complications have been reported as a result of this event.